Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 562 mg/dl at the time of the incident. The customer used insulin pens and the pump to treat. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The customer did not perform a set change during the incident. Troubleshooting was not completed, but the customer stated the pump has never issued an occlusion alarm. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.